Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl; cause was unknown. The customer suspended insulin delivery and consumed a shake to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Event description:
The customer alleged that the basal iq feature did not suspend insulin delivery when the customer experienced the blood glucose (48 mg/dl). During troubleshooting with tandem technical support, it was verified that the customer did not start the continuous glucose monitoring (cgm) session on the pump. The customer was advised that in order for the basal iq feature to function, the pump needs to receive blood glucose readings via the cgm. Tandem technical support assisted the customer with starting a new cgm session on the pump.